Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on the right ventricular (rv) lead on a remote transmission. There was also concern that the cardiac resynchronization therapy pacemaker (crt-p) was not pacing the patient. The rv lead and the device remain in use. No patient complications have been reported as a result of this event.